Event description:
Co received an FDA medwatch report that during pt transport from ICU to CT imaging, the rt noticed that the hub of the percutaneous tracheostomy tube broke away from the flanges (both sides). The tracheostomy tube had been placed less than 24 hours prior to the event. A new tracheostomy tube was required for the pt. The tracheostomy tube was boxed and inside a cook medical ciaglia blue rhino percutaneous tracheostomy introducer tray.

Manufacturer narrative:
The lot number of the device is unk; therefore, the date of manufacture cannot be determined. Return of the device for investigation has been requested. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.